Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that there was wear and tear damage to the enclosure, front cover, and line cord. In addition the device was noted to have an outdated pcb and power switch. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem was confirmed during testing. As the device warmed up, it began leaking near the drain fitting. A crack in the enclosure near the drain fitting was causing the leak. The unit was determined to be beyond economical repair due its old age. No repairs were made. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device had a crack by the drain. The device was also leaking. No patient injury or complications were reported in relation to this event.